Event description:
The hospital's anesthesiologist reported that the screen was frozen on the core unit (g9 monitor) during a case. It was connected to an anesthesia machine when the onscreen buttons were not reacting to touch inputs. The numerical values were still flowing across as normal however, they could not select parameters to view. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the hospital's anesthesiologist reported that the screen was frozen on the core unit (g9 monitor) during a case. It was connected to an anesthesia machine when the onscreen buttons were not reacting to touch inputs. The numerical values were still flowing across as normal however, they could not select parameters to view. No patient harm was reported. Investigation summary: the issue of the g9 monitor freezing could not be confirmed. The customer that reported the complaint could not be reached after multiple attempts. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Possible causes may be related to a temporary software/hardware error that may have been cleared through a reboot of the device. Nk will continue to trend and monitor the reported issue. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 d10 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for concomitant device and patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for concomitant device and patient information: the provided customer's email and phone number were incorrect. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
Hospital's anesthesiologist reported that the screen was frozen on the g9 bedside monitor during a case. It was connected to an anesthesia machine when the buttons on the screen was not reacting to their touch. The numerical values still flow across as normal however, they cannot select parameters on it to view. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
Hospital's anesthesiologist reported that the screen was frozen on the g9 bedside monitor during a case. It was connected to an anesthesia machine when the buttons on the screen was not reacting to their touch. The numerical values still flow across as normal however, they cannot select parameters on it to view. No patient harm was reported.